Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room and were hospitalized for high blood glucose, diabetic ketoacidosis on (B)(6) 2020 with blood glucose level was above 300 mg/dl. Customer was treated with intravenous insulin. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode. Customer was performed self test and displacement test and it was passed. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).